Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge displayed a fill estimate value that was lower than expected. There was no reported impact to the customer's blood glucose level.